Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure senaor autozero failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a pressure sensor autozero failure occurred. The customer confirmed the error code in the logs. The remote service engineer (rse) advised the customer to check the pin alignment between the flow sensor assembly and the data acquisition (da) printed circuit board assembly (pcba). The rse also advised the customer the replacement of the solenoid valve and da pcba if needed. The rse provided the customer with the part numbers of the solenoid valve and da pcba to order. Device evaluation and repair are pending.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that a pressure sensor autozero failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a pressure sensor autozero failure occurred. The customer confirmed the error code in the logs. The remote service engineer (rse) advised the customer to check the pin alignment between the flow sensor assembly and the data acquisition (da) printed circuit board assembly (pcba). The rse also advised the customer the replacement of the solenoid valve and da pcba if needed. The rse provided the customer with the part numbers of the solenoid valve and da pcba to order. The customer replaced the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.